Event description:
Information was received from a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the handset was lagging at 90 percent and the last couple days the handset did not want to read the pump. The agent guided the patient through clearing the handset the data. The agent had the patient connect to the pump, however the patient saw ¿no device found¿ with the communicator blue light flashing. The patient stated that this had been happening a lot lately. Bluetooth was on; however, the location was off and mobile data was on. The agent had the patient turn mobile data off and turn location on. The agent had the patient close all apps on the handset and then attempt to connect to the pump again. The patient was able to connect to the pump without any lag. The patient noted that they just delivered a bolus. The pump kept them from being in a wheelchair. When asked for the event date, the patient stated that it had been like three weeks. During the call, the patient mentioned that they were due to have the pump refilled on the 10th.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd serial# (B)(6): product type product ID tm90t0 serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.